Event description:
The customer stated that she tested her blood glucose and rec'd back to back readings of 67 and 258 mg/dl. The difference between the readings falls into the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The meter and strips are to be returned for eval, and replacement products will be sent.